Manufacturer narrative:
This case is the same case as MDR ID# 3011632150-2019-00005. There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of claudication is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted. Note: the reporting of this event under MDR reporting requirements was delayed due to the webtrader production account registration process. This is the first opportunity to file this MDR following access to the webtrader production account.

Event description:
This case is the same case as MDR ID# 3011632150-2019-00005. The patient was treated as part of the mimics-2 investigational device exemption (ide) study on the (B)(6) 2015. At the index procedure ((B)(6) 2015) the patient presented with a de-novo occlusion located in the left superficial femoral artery (sfa). The target lesion presented with a 5.0 mm reference vessel diameter, was 140 mm in length, 90% stenosed with grade 1 calcification. Pre-dilatation was performed using a 5.0 x 100 mm percutaneous transluminal angioplasty (pta) balloon. Two biomimics 3d stents were implanted (6.0 x 125 mm and 6.0 x 60 mm). Post-dilatation was performed using a 5.0 x 100mm pta balloon. Twenty-three months following the index procedure the patient presented with restenosis of the treated segment. On (B)(6) 2019 the patient was treated percutaneously (pta, drug-coated balloon (dcb), and laser/atherectomy) and the event was reported as resolved. The devices remain implanted.